Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown product type lead.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that they didn¿t need an adjustment on the lead because the patient had great coverage and pain relief. No actions were taken on this, but a cervical x-ray did show the slight migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the leads did not migrate, and that it was a neurostimulator migration. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that a migration occurred and that the neurostimulator migrated as it was repositioned. It was noted that the cause was not known. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Device codes: (B)(4) and fdc code pertain to neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there was a slight migration of the superior portion of the lead to the left side, but it remained on the midline with bilateral paresthesia coverage. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Updated: date of event with new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the slight migration was noticed via imaging on (B)(6) 2016. The ins appeared to have healed in a position where it was slightly tilted, which made it difficult to couple with the recharger. It was noted that it took the patient over 12 hours to charge. The neurostimulator migration was resolved without sequelae as of (B)(6) 2016 after it was repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins)/implantable pulse generator (ipg) for spinal pain. It was reported that the neurostimulator was not well aligned and needed to be re-adjusted/repositioned. The ipg was placed more shallow in the pocket, same ¿incetion¿. No further complications were reported/anticipated.